Event description:
It was reported that the customer had unexplained no delivery alarms and frequent battery changes on the insulin pump. Customer also had condensation inside the pump and leaking insulin inside the reservoir. No further details given.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 3004209178-2015-96062.